Event description:
It was reported by a medical professional that a vns patient¿s device presented with high lead impedance. X-rays were taken but have not been received by the manufacturer for review to-date. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up from the physician provided the reason for the high impedance was due to the patient having manipulated the device. In (B)(6) 2016, it was noted that the patient had been flipping the generator. Lead impedance values at the visit on (B)(6) 2016 were high, and they did x-rays of the site. The lead was found to have been fractured on the x-rays. The device was turned off.